Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump has a blank screen and keeps beeping. The customer's blood glucose at the time of the incident was 155mg/dl. Prior to the incident, the pump was exposed to moisture. The customer was assisted with troubleshooting. The customer reported that the screen went blank immediately after being exposed to moisture. The customer was advised to discontinue use of the pump and to revert to the backup plan. The pump will be returned for analysis.